Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. Performed share log review and results show a transmitter fatal error on issue date the reported event of transmitter failed error was confirmed . A root cause could not be determined.

Manufacturer narrative:
(B)(4). D.2b - additional b6: relevant tests/laboratory data - correction to remove. H2: correction/additional. H6: event problem and evaluation codes - method code- additional. H6: event problem and evaluation codes - method code- correction to remove 3367.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.